Event description:
It was reported that stent damage occurred. During preparation, the physician used a 3.00x8mm promus premier drug-eluting stent, however while preparing the distal end part was mangled by the physician. No patient complications were reported and the patient status was fine.